Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that, since sunday, (B)(6) 2023, when they go to the bathroom it feels like they have urgency to go immediately, they can't hold it, they know they have to go, they are soaking through their pads but when they go it feels like their bladder is full but they only get a couple of drops. Patient said, since implant, when they travel to the north, they have a problem with their symptoms coming back after 3-4 days and when they get back home they increase by one tenth and that resolves it. Pt said they got back from a trip up north on friday and suddenly on sunday their symptoms came back, they increased and could feel vibration in their vagina area but their symptoms did not improve. Pt said this issue does not happen when they go south like they went to puerto rico they had a little bit of droppings but nothing like this. Pt said they called their doctor who told them to call medtronic. Agent reviewed interstim therapy optimization information, stim sensation information, and recommended keeping a symptom diary to track results. Agent offered and sent email with quick guide, symptom diary and interstim information. The pt was re directed to their doctor. Patient was successful to synch with their implant, change programs and increase stim to a comfortable level, pt stated they noticed they stopped feeling the urgency during the call.